Manufacturer narrative:
Service representative investigated as reported and replaced computer. No injury reported. System returned to service.

Event description:
Customer reported connectstat will not boot up. No patient was involved and no uncommanded x-ray were reported.